Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp), no information was provided about the patient's outcome. Additional information will be provided as it becomes available.